Event description:
It was reported that noisy signals or undersensing was suspected on this patient's implantable pulse generator (pacemaker). Technical services (ts) reviewed the case and noticed cross talk (atrial signals sensed in the ventricular lead), and a possible right ventricular (rv) lead dislodgement was suspected. Reportedly, this oversensing issue had been happening for some time. However, the rv lead measurements always remained adequate. Further information was received confirming the dislodgement was confirmed with x-rays and a revision will be scheduled. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that noisy signals or undersensing was suspected on this patient's implantable pulse generator (pacemaker). Technical services (ts) reviewed the case and noticed cross talk (atrial signals sensed in the ventricular lead), and a possible right ventricular (rv) lead dislodgement was suspected. Reportedly, this oversensing issue had been happening for some time. However, the rv lead measurements always remained adequate. Further information was received confirming the dislodgement was confirmed with x-rays and a revision will be scheduled. Subsequently, this rv lead was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.